Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: the patient was having an x-ray procedure. The fluoro cancelled during the catheter procedure. The user had to reboot the system for it to be operational. The system then went down a second time but would not come up after reboot. The patient was not injured from this incident.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.